Manufacturer narrative:
(B)(4).

Event description:
It was reported that this left ventricular (lv) lead exhibited pacing not delivered when required and was found to be dislodged. The patient experienced muscle stimulation on the left side. The device was reprogrammed, then a surgical revision was performed. An attempt was made to implant a different lead; however, it was decided to reposition this lead. No additional adverse patient effects were reported. The lead remains in service.